Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) was not tested and customer declined to check bg reading. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.